Manufacturer narrative:
Date sent to the FDA: 08/17/2021. H6: health effect - clinical code: e2402 used to capture bowel perforation. Additional b5 narrative: it was reported that the patient experienced hernia recurrence, adhesions and bowel perforation following surgery.

Manufacturer narrative:
Date sent to the FDA: 9/27/2021 additional information: d1, d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Patient codes: 2275, 1994, 2558, 3191 - constipation. It was reported that the patient experienced pain, hematuria, frequency, and constipation.

Manufacturer narrative:
Additional narrative: it was reported that following an insertion the patient experienced abdominal pain.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incarcerated hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2016 during which the surgeon noted the underside of the mesh seemed rolled over exposing polypropylene and this had eroded into the serosa of the bowel in 2 different areas. Due to the risk involved in a complete removal, he removed as much of the mesh as safely possible. No additional information is provided.